Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported cracks on the lcd screen and on the battery compartment. The customer's blood glucose was 232 mg/dl. Advised to discontinue use of the insulin pump and revert to their back-up plan. Nothing reported.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window.